Event description:
Customer found that at the beginning of the operation, an error occurred with fluoroscopy.

Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer was dispatched on site and found a bad converter 8e velara. He replaced the converter and the problem was resolved.